Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital for a follow-up. Upon interrogation, the right atrial lead exhibited noise and auto mode switch episodes. The physician has elected to wait and not perform any intervention. The patient was in stable condition. No additional information was reported.